Event description:
Covidien service center received an n-550 for service of a power failure. During device eval on 04/16/2010, the engineer identified no audio during power-on-self-test (post). No patient had been involved.